Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right hemi colectomy procedure, the stapler partially fired while transecting the colon. A nother device was used to complete the case. There was no injury.